Manufacturer narrative:
Batch review performed on 26 march 2026. Lot 2318202: (B)(4) items manufactured and released on 05-sep-2023. Expiration date: 20-aug-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
On (B)(6) 2026, about 1 month after the previous revision surgery, the patient came in presenting instability with the knee feeling loose and the cause is unknown. There was no trauma reported. The surgeon revised the 14mm insert to a 20mm insert to address the stability. The surgery was completed successfully. The patient had primary left knee surgery on (B)(6) 2025 with gmk-spherika implants and a moto patella. On (B)(6) 2025, the patient came in due to dislocation of the patella and the cause is unknown. The surgeon performed a manual lateral release and tightened the patella with sutures. The surgery also revised the poly during the procedure. The surgery was completed successfully (B)(4). On (B)(6) 2026, the patient came in presenting instability due to the 10mm tibial insert not being fully engaged. The surgeon revised the 10mm insert and implanted a 14mm insert. The surgery was completed successfully (B)(4).